Event description:
A hemodialysis user facility has reported that 20 minutes into treatment, the pt complained of feeling short of breath and mild chest pain/tightness. Oxygen was applied, ultrafiltration was decreased to minimum and the blood flow rate was decreased to 250cc/min. The pt¿s vital signs were stable and an increase in blood pressure at the onset of symptoms from 165/88 at the start of treatment to 189/103 was noted. The pt was afebrile. The doctor was notified and the treatment was discontinued and the pt¿s blood was rinsed back. The pt was sent to hospital via 911 transport where he was admitted for dyspnea and chronic renal insufficiency. The pt received a xopenex/atrovent breathing treatment and the pt¿s symptoms abated and the pt was later discharged home, per the pt¿s request, in stable condition. The pt admitted to similar feelings and complaints while on dialysis for the last 5 treatments. On (B)(6) 2012, an alternative dialyzer was prescribed and the pt tolerated a full treatment without feeling short of breath or having chest pain/tightness, blood pressure remained normotensive between 110-120 mmhg systolic. The pt remains on hemodialysis using the alternative dialyzer with no further issue or known consequence. There is no sample available for eval.